Event description:
It was reported that one day post implant the right ventricular (rv) lead showed loss of capture. The lead was repositioned and remains in use. During the procedure, it was noted that there was oversensing with the right atrial (ra) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.